Manufacturer narrative:
(B)(4). Evaluation, results - caused by another drug/device (caused by the previously deployed stent, confirmed by the physician). Evaluation, conclusions - another device caused failure (caused by the previously deployed stent, confirmed by the physician).

Event description:
The physician placed a non-medtronic stent in the obtuse marginal artery which pinched the circumflex (cx) artery. Then the physician did kissing balloons at the bifurcation of the arteries. Pre-dilation of the cx was first performed with a 3.0x12mm non-medtronic balloon and then the physician proceeded with the 3.0 x 15mm sprinter device. The sprinter 3.0x15mm balloon ruptured on first inflation. It is thought that a portion of the ruptured balloon got stuck on a stent strut. The physician pulled the balloon which couldn't be removed from the wire so then pulled balloon and wire, a portion of the balloon tore off and remains in the vessel. The physician then attempted to balloon the remaining material against the vessel wall with another balloon. It is also reported that a further two balloons ruptured, one non-medtronic balloon and a 1.5 sprinter legend balloon. Reference MFR report numbers 9612164-2011-01497 and 9612164-2011-01498. Device analysis: the balloon and distal tip had detached from the device with 5mm of balloon working length remaining. The inner had become severely stretched beyond the detached balloon.